Event description:
It was reported that patient not being able to adjust stimulation. The implantable neurostimulator (ins) was powered off. The patient was able to successfully turn stimulation back on. The patient experienced a loss of therapeutic effect. It reported 2 days later that stimulation was turning off. The patient thought stimulation was turning off by itself. The patient had not had any falls or trauma. The patient did know what she was doing when it turned on or off; the patient stated stimulation turns off during the day and at night and it was happening daily. The patient confirms with her patient programmer (pp)that stimulation was off. The patient would notice she could not make it to the bathroom and when she checked her ins with her pp stimulation was off. The patient stated she might have been pushing the stimulation off button. The patient indicated that she will be careful of the stim off button and call back if the issue continues. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v323603, implanted: (B)(6) 2009, product type: lead. (B)(4).